Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. The cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:04:52. During night drain cycle one, the patient's ultrafiltration reading was 1223ml, indicating the patient drained 1223ml more than their maximum programmed fill volume of 1800ml. No additional information is available.